Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced multiple hypoglycemia events while using the ilet system, with blood glucose readings as low as 59 mg/dl and symptoms occurring after a meal announcement was entered during a low; the user self-treated with oral glucose and glucose levels subsequently rose and stabilized. Symptoms included feeling sluggish, tired, and shaky, consistent with hypoglycemia. Outcomes included no lasting health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed insufficient information regarding a device problem and no specific device component implicated, with no findings available from the information reviewed. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.